Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 120 mg/dl. Customer cannot recall the cause of the issue. Customer was using alkaline energizer. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest and displacement test. Unit was monitored for 24 hrs. And no low battery alert or blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).